Manufacturer narrative:
The inulin pump was received with the end cap broken off, keypad flex cable torn off of the j1/pcb1 connector, j7/pcb1 power connector broken off of the pcb1and still attached to the battery tube power connector, cracked lcd glass, lcd display window gouged/indented and minor scratches, reservoir tube lip partially melted, missing retainer, reservoir tube missing o-ring, the case at the outside of the battery tube lip scuffed/scratched, scratched case, and pillowing keypad overlay. The electronic assembly was inspected and no obvious signs of burned components or heat damage. However, component l7 on the pcb1 was found to be broken and not making full contact with the circuit board. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to physical damage to the pump. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump exploded in two halves. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.